Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer, during inspection of the drawer, found that water had spilled onto the cubie trays, causing damage, and observed duplicate cubie pockets in drawer 2 of the full-height cubie drawer on the main unit, with the drawer not detected on the bus due to the drawer controller no longer being available. The engineer opened the drawer and manually repositioned the pockets, swapped out and installed a new drawer, successfully reinserted the cubie pockets, and had the customer, alexander, recover all pockets successfully. The system functioned as intended a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and duplicate address detected. However, there were no delays or adverse events or injuries reported based on this event.